Event description:
It was reported that the user experienced multiple failed attempts to complete a firmware update and then encountered repeated ilet pump alerts for low insulin and an ¿unable to proceed¿ message during rewind, with consecutive stalled motor alarms, despite multiple restarts and a dry run attempt after removing supplies. Symptoms included interruption of insulin delivery. Outcomes included device interruption requiring replacement of the pump. Investigation included technical troubleshooting and user education by support. Investigation of this case revealed an unresolved device malfunction consistent with a motor stall during the rewind process. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction leading to pump motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.